Event description:
It was reported as a general comment that the reference size indicated on the hub of the rx trek balloon dilatation catheter was difficult to see. During a procedure recently, he had on his table three balloons with different sizes and references. Per the physician, he had difficulty distinguishing the references and he could have made a mistake and it could have had consequences for the patient if the cardiologist had used a 4.0mm balloon in a 2.5mm artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device and the reported difficulty appears to be related to operational context . It was reported as a general comment that the reference size indicated on the hub of the rx trek balloon dilatation catheter (bdc) was difficult to see. It is possible that the lighting in the operating room and/or position in which the sidearm is held can contribute to the reported difficulty. There was no indication of incorrect information on the device, no adverse event or a specific device failure was reported. This event is to capture a general suggestion / product feedback from the physician.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3- estimated date the additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported as a general comment that the reference size indicated on the hub of the rx trek balloon dilatation catheter was difficult to see. During a procedure recently, he had on his table three balloons with different sizes and references. Per the physician, he had difficulty distinguishing the references and he could have made a mistake and it could have had consequences for the patient if the cardiologist had used a 4.0mm balloon in a 2.5mm artery. No additional information was provided.